Manufacturer narrative:
A review of the ion system logs system logs for the reported procedure was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The pneumothorax was discovered in the patient's right lung via an x-ray. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.